Event description:
It is reported that a customer was hospitalized for a heart attack with a blood glucose level of 256 mg/dl. The customer stated that they had issues regarding the battery longevity on their insulin pump. It is unknown wheatear the heart attack was related to any diabetes issues. The time and date of the hospitalization were not provided. The customer declined assistance with trouble shooting, because the customer had already changed the battery on their pump before calling in and everything seemed to be working. Assistance was provided by helping the customer prime their insulin pump and attaching a new infusion set. Furthermore, the customer was assisted with resetting and correcting the time on their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.